Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 90% stenosed target lesion was in the moderately tortuous and moderately calcified superficial femoral artery. A 4.00mmx1.5cmx140cm small peripheral cutting balloon was selected for use. During the procedure, the balloon was advanced after the guidewire crossed the lesion. However, the balloon already ruptured before inflation and was simply pulled out from the patient's body. The procedure was completed using a different device. No complications reported and patient condition was good.